Event description:
On (B)(6) 2014, the patient underwent a permanent implant procedure that was abandoned due to the doctor being unable to successfully place the lead. The product intended for use will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.